Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nosebleeds, problem to breathe. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of damage, degradation, or contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found heavy carbonaceous deposit inside the blower box, in the blower, and in the air outlet port indicating likely water ingress from the humidifier. The manufacturer also found dead insects, insect pieces, and the residue of an unknown liquid on the interior of the bottom enclosure. Power applied to the device using the returned ac power cord, the device powered on and provided airflow. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed water ingress to the blower box and the blower due to the carbonaceous contamination. The manufacturer also confirmed the presence of insect contamination and a 3rd unknown contaminant inside the device enclosure.